Event description:
The customer reported that during discharge [charge], the defibrillator resets. There was no report of pt involvement.

Manufacturer narrative:
The customer returned the battery for evaluation and did not provide the serial number of the defibrillator.